Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: the prime history showed a (B)(4) unit prime on (B)(6) 2014 at 10:12pm. The black box showed the time and date was resetting to default following a pump reboot event. The daily insulin delivery totals appeared inconsistent due to the time/date resetting issue. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump's time and date were set and the pump was exercised for 24 hours. The battery was removed after and the pump was left without power for 1 hour. When pump powered on, it had returned to default time and date. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had been hospitalized as a result of inadvertently infusing themselves with insulin. The reporter did not provide any blood glucose measurements or symptoms, but stated that the patient was hospitalized on (B)(6) 2014 after inadvertently infusing 166.8 units of insulin while they were attached to the pump and performing the prime steps. The reporter stated that emergency services were called and the patient was treated with IV glucose and IV fluids while at the hospital. This complaint is being reported because the patient was hospitalized as a result of use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.